Manufacturer narrative:
Pump received with minor scratched display window, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.

Event description:
Customer reported via phone call that the insulin pump was damaged on the reservoir compartment customer blood glucose reading was 147 mg/dl. Customer stated that the threads around the reservoir broke off. The insulin pump was returned for analysis.